Manufacturer narrative:
Result of investiagtion: the equipment was received in vyaire facility for evaluation. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 108 hours extended tests at customer settings with no unusual alarms or conditions. Vent passed troubleshooting final test.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that lap top ventilator 1200 ventilator stated an error not to use. It is also not working or cycling. The issue occurred during patient-use. The customer confirmed that there was no patient harm associated with the reported event.